Event description:
It was reported that this pacemaker did not properly transmit data via the communicator. The patient was able to successfully transmit data after assistance from technical services (ts). The pacemaker was noted to have an alert that the pacemaker is operating in safety mode. As a result, device function is permanently limited, and the patient was referred to the clinic. This pacemaker remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker did not properly transmit data via the communicator. The patient was able to successfully transmit data after assistance from technical services (ts). The pacemaker was noted to have an alert that the pacemaker is operating in safety mode. As a result, device function is permanently limited, and the patient was referred to the clinic. This pacemaker remains in-service at this time. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced. No additional adverse patient effects were reported.